Event description:
Related manufacturer reference number: 1627487-2019-06321. Additional information obtained via follow up indicated that the patient underwent surgical intervention on (B)(6) 2019 where the ipg and lead site were opened, cleaned out, and closed again. No drainage or infection was present.

Event description:
Reference MFR report number: 1627487-2019-06321.

Event description:
Related manufacturer reference number# 1627487-2019-06321. Additional information received, identified the patient underwent surgical intervention wherein the scs system was explanted.

Event description:
Related manufacturer reference number: 1627487-2019-06321. It was reported that the patient was experiencing fluid discharge at the lead site and ipg site. No further information is known at this time.